Event description:
Alerts with "disconnection on patient side" and "maximum leak compensation" biomed says that hospital staff was getting lots of disconnection alarms. He says that the patient has passed away.